Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was having draining issues. During the call the pdrn reported that the patient was released from the hospital and has peritonitis. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6) 2023 following abdominal pain, malaise, chills and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 207/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn explained the patient complained of fibrin and slow drains requiring heparin on 6/mar/2023; however, it could not be confirmed whether the slow drains during pd therapy were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s), or if this event was related to the peritonitis infection. The pdrn reported the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported that follow up peritoneal effluent fluid cultures taken in the outpatient clinic on 13/mar/2023 presented with no growth. The pdrn stated the patient is recovering from this event as they remain asymptomatic on antibiotic therapy. The pdrn confirmed there was no indication or credible evidence this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.